Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 713451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and sulfonamide allergy. Concurrent conditions included menorrhagia, deep vein thrombosis leg, hyperplasia, nickel sensitivity and post coital bleeding. Concomitant products included citric acid;glucose;sodium citrate (anticoagulant ii). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), alopecia ("hair loss") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant/total laproscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, weight increased, alopecia and fatigue outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, pelvic pain and weight increased to be related to essure. The reporter commented: the essure coils were both visualized and there was evidence of tubal occlusion bilaterally. Next the essures were placed quite easily bilaterally with four coils extending from each os bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: patient elizabeth had essures placed and is here for confirmation of tubal occlusion.. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 713451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and sulfonamide allergy. Concurrent conditions included menorrhagia, deep vein thrombosis leg, hyperplasia, nickel sensitivity and post coital bleeding. Concomitant products included citric acid;glucose;sodium citrate (anticoagulant ii). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), alopecia ("hair loss") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant/total laproscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, weight increased, alopecia and fatigue outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, pelvic pain and weight increased to be related to essure. The reporter commented: the essure coils were both visualized and there was evidence of tubal occlusion bilaterally. Next the essures were placed quite easily bilaterally with four coils extending from each os bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: patient (B)(6) had essures placed and is here for confirmation of tubal occlusion. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records received. Lot number added. Reporter information, lab data, medical history, concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 713451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and sulfonamide allergy. Concurrent conditions included menorrhagia, deep vein thrombosis leg, hyperplasia, nickel sensitivity and post coital bleeding. Concomitant products included citric acid;glucose;sodium citrate (anticoagulant ii). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), alopecia ("hair loss"), fatigue ("fatigue") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant/total laproscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, weight increased, alopecia, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, pelvic pain and weight increased to be related to essure. The reporter commented: the essure coils were both visualized and there was evidence of tubal occlusion bilaterally. Next the essures were placed quite easily bilaterally with four coils extending from each os bilaterally. Patient received treatment for events -pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: patient elizabeth had essures placed and is here for confirmation of tubal occlusion.. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet: new event abdominal pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), weight increased ("weight gain"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery to remove the essure implant on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, weight increased, alopecia and fatigue outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.